Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ q-syte was damaged. It had flow issues, air bubbles, leakage, blood exposure, foreign matter, and was unable to connect. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were reports of localized infections (43), blood stream infections (30), slow flow rates (99), flow rates occluded (132), air embolism (16), leakage (112), clinician exposure to blood (39), iso compliant device unable to connect to the q-syte septum (2), septum of the q-syte lifts up at the rim or becomes unglued (56), particulate embolism (8), damaged / defective devices (20), hemolysis (19), foreign matter on device (4), foreign matter in packaging (1), air bubbles / air in line (106).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that unspecified bd¿ q-syte was damaged. It had flow issues, air bubbles, leakage, blood exposure, foreign matter, and was unable to connect. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were reports of localized infections (43), blood stream infections (30), slow flow rates (99), flow rates occluded (132), air embolism (16), leakage (112), clinician exposure to blood (39), iso compliant device unable to connect to the q-syte septum (2), septum of the q-syte lifts up at the rim or becomes unglued (56), particulate embolism (8), damaged / defective devices (20), hemolysis (19), foreign matter on device (4), foreign matter in packaging (1), air bubbles / air in line (106).